Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose up to 600 mg/dl with strong, fruity breath odor, extreme drowsiness, blurred vision, polydipsia, polyuria, symptoms of dehydration, difficulty waking and confusion associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was treated in the emergency room with insulin via injection and IV fluids. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/11/2016 with the following findings: the last delivered bolus was a 5.40u bolus on 12/102/105 at 04:39. The last basal delivery was on (B)(6) 2015. The black box showed the pump was running on basal program 4 (0.00u/hr) on (B)(6) 2015 from 03:25 to 09:49, when basal program 1 was started. On (B)(6) 2015 at 22:47, basal program 3 was activated. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. There were no errors, alarms or warnings during testing. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).